Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned.

Event description:
It was reported that difficulty to operate occurred during use with bd ultra-fine¿ pen needles. The following information was provided by the initial reporter, "I use the bd nano pen needles for insulin injections. The last few boxes I have gotten have had at least 6 faulty needles per box. Yesterday I had two fail in a row. They do not allow insulin to flow through. This is really scary even though I carry a handful with me at all times...to have two fail in a row seems excessive. Thankfully I had a few more with me. Is this common? Would appreciate a response." It was also reported needles bending at non-patient end when priming. This is 1 of 2 complaints, this report captures the 2 pen needle failures on (B)(6) 2019.